Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would load into the delivery tube during preparation. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (4) 2010, for investigation. A visual inspection revealed that the seal was in the loader, this issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)